Manufacturer narrative:
The event date is unknown; however, the investigation is ongoing. If additional information becomes available, a supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: intermittent/ flickering image. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure due to fluids in connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.